Event description:
It was reported that the user experienced repeated alert 38 messages indicating consecutive stalled motor events on the ilet, accompanied by a high glucose reading after a prior occlusion and tubing change; the user attempted multiple restarts and then disconnected from the ilet, administered subcutaneous insulin via pen, and later reported improvement. Symptoms included hyperglycemia with nausea and body aches. Outcomes included the need for manual insulin administration and interruption of pump therapy. Investigation included remote troubleshooting and arrangement of device replacement with instructions to sync data and return the original device. Investigation of this device revealed a suspected pump motor stall manifested as consecutive stalled motor alarms and persistent high glucose, consistent with a device performance issue affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.